Event description:
Complainant alleged that the clinicians were attempting to defibrillate (joule settings unk) a pt (age, gender and condition unk), but that the device did not discharge. The clinicians then obtained another pair of electrodes and were able to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.